Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The non-functioning device was replaced and returned to the manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that caused the battery to die earlier than expected was, the patient stated, "the battery lasted as long as they were told it would when it was put in". It was indicated that their ins had already been replaced. They patient stated they weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain, radiculopathy, and degenerative disc disease . It was reported that the patient had the device off for a shoulder replacement surgery on (B)(6) 2017. The battery did sometime after that. It was also noted that the patient had their other shoulder replaced about a month ago. It was noted that the implantable neurostimulator (ins) was dead and would need to be replaced. No further complications were reported.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.